Event description:
Procedure: hernia. Reportedly, the instrument pushed the spiral tacks too deep when firing. The surgeon continued with procedure and there were no adverse affects to the pt.

Manufacturer narrative:
Note: during routine review, this report was reevaluated. At the at time the decision was made to file a report based on the info rec'd.